Manufacturer narrative:
(B)(4).

Event description:
It was reported that upon removal of the dilator, in the ICU, the one wing snapped off of the peel-away sheath. The inserter was able to remove the sheath body. As a result, a new kit was used to complete the procedure. There was no delay in treatment or patient complications reported.

Manufacturer narrative:
Qn#(B)(4). Device evaluation: the reported complaint was confirmed through examination of a returned product sample. The customer returned a pe el-away sheath that was separated into two pieces. The sheath body was split along the score line on one side only. The opposite side remained intact. However, the sheath tab was separated from the body on one side creating the second piece. Tear marks on the separated tab revealed that a small piece of body material remained attached inside the tab. The opposite side appeared to have a difficult tear since the material was pulled and stretched on that side. Microscopic examination of the sheath body revealed a white raised area and outline where the tab was previously attached. A review of manufacturing records did not yield any relevant findings. However, the probable cause is manufacturing related. Further investigation has been initiated at the manufacturing site.